Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: occlusion of blood flow requiring intervention. Onset of adverse event: during the procedure. It was reported that the powersail balloon ruptured in the mid circumflex artery during first inflation at 8 atmospheres. After the balloon ruptured, air entered the vessel and blood flow stopped for approximately 5 to 10 minutes requiring insertion of an intra-aortic balloon pump (iabp) to resume blood flow. The iabp was removed after 30 minutes of use and the patient was stabilized. It is surmised that there was inadequate purging of air from the device during preparation. The patient was discharged home the following day. There was no adverse patient sequela reported. There was no additional information provided.